Event description:
It was reported the device had a force sensor error. No patient injury reported.

Manufacturer narrative:
The device was received with both seals broken and the top case was chipped and cracked. The right plunger case was cracked. The history log showed there was a force sensor test error history. Customer stated problem was verified during start-up. The force was out of spec at 5 and 15 lbs as a result of normal drift. The pump is over 9 years old. Recalibrated the force sensor and that cleared up the problem. The root cause was normal wear the tech replaced force sensor as a preventative measure, part was over 8 years old. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).